Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested; none was available.

Event description:
The customer reported the unit alarmed due to a cooling fan problem while in use on a patient. The device was replaced with another ventilator. There was no patient harm.